Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Uncomfortable -vagina [vulvovaginal discomfort]. The string falls apart [device breakage]. Uncomfortable to pull out- tampon [complication of device removal]. Uncomfortable to insert- tampon [complication of device insertion]. Case narrative: consumer reported via email that the tampon strings falls apart. No serious injury was reported.